Event description:
It was reported by an attorney that the patient underwent a tubal ligation and a gynecological procedure on (B)(6) 2003 and mesh was implanted to treat stress urinary incontinence. It was reported that she experienced pain, urinary tract infections, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic tubal electrofulguration, placement of suprapubic tube due to sui. Lsh, lso, right ovarian cystectomy, vaginal suspension, cystoscopy procedures was performed on patient on (B)(6) 2008 due to pelvic pain, uterine prolapse, left ovarian cyst, enlarged uterus secondary to leiomyomata uteri.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.